Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the coil became stretched and detached inside the catheter. The target lesion was located in the splenic artery. A 10mm x 40cm interlock-35 was selected for an embolization treatment procedure. A 5fr 45cm anvil introducer sheath was selected and advanced to the proximal part of the spleen and a bernstein imager catheter was advanced to the mid splenic artery distal to the aneurysm. The coil was then placed using a y-adapter and flushing was done prior to coil deployment; however, it was not a continuous flush. During deployment, the coil was noted to be undersized. It was retracted and advanced again. When they attempted to retract again resistance was felt when the coil was within the catheter, likely due to blood on the coil. The coil became stretched and the interlocking arms detached. The coil and catheter were removed and a different device was used to complete the procedure. There were no patient complications and the patient's status is fine; however, device analysis revealed that the interlocking arm of the coil is missing.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a coil, pusherwire and an introducer were received for analysis. Visual examination revealed the coil was stretched and kinked and the fibers were covered in blood. The pusherwire was advanced through the introducer sheath which contained blood. The pusherwire was found to have a number of kinks. Microscopic inspection revealed the pusherwire¿s interlocking arm was intact. The coil¿s zap tip was smooth and rounded. The coil¿s interlocking arm was not present. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained through the catheter and any intraluminal device. Continuous flush also reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).